Manufacturer narrative:
The initial reporter's zip code: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2026, the labor and delivery department identified a defect in a water filled syringe included in a urinary catheter kit. The syringe contained approximately 7 ml of water instead of 10 ml and leaked through a crack in the side when the plunger was depressed. During follow up, a second nurse reported experiencing a similar issue earlier the same day while assisting with foley catheter placement on the 4th floor medical unit.